Manufacturer narrative:
The manufacturer previously reported receiving information a ventilator was returned to the manufacturer for routine preventive maintenance and the device failed steps during testing. The device's active exhalation valve was replaced to address the test step failures. During the final repair testing, the device failed additional steps during testing. The device's sensor board was replaced to address the issues.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module needs replaced to address the issues.